Event description:
It was reported that during the use of a signature pro phacoemulsifier the surgeon observed a suspicious deposit in the patient's eye that may have originated from the disposable in question. Follow up: there was no patient's injury but a small piece of metal remains in the patient's eye.